Event description:
Customer reported, she received no delivery alarms, had several bent infusion set cannulas, and her blood glucose was over 500 mg/dl. Customer stated no delivery alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.